Event description:
It was reported the lead was attempted but not used. The physician was able to place the lead successfully after one attempt but testing revealed unacceptable sensing and threshold values. The physician attempted to reposition the lead when the helix would no longer extend. A new lead was used. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; full lead returned for analysis. Blood noted in and on the helix mechanism sleeve head.